Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was delivering higher than expected positive end expiratory pressure. There was no report of patient injury.